Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x20mm promus element drug-eluting stent was deployed on the target lesion. However, a dissection was noted at the mid to distal portion of the lad. The dissection was then covered with a 2.75x28mm promus element stent. No further patient complications were reported and the patient's status was stable.